Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was received: "in the event description it states: ¿break in the jaw.¿ please explain the specific part of the jaw which was broken. The passive clamp coating (teflon) was removed did the active titanium blade tip break off? No it didn't break from the active did the white tissue pad break off? Yes, it broke and left the jaw. If yes for the white tissue pad, is the white tissue pad completely missing from the clamp arm of the device? If he got up completely. Did the generator display any error messages and if so what were they? I do not know regards."

Event description:
It was reported that during an unknown procedure, there was a break in the jaw of the harmonic. The passive clamp coating (teflon) was removed and the white tissue pad left the jaw. There were no patient consequences reported. No further information regarding this event is available.